Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a cgm (dex 006) issue. It was reported that the transmitter out of range alerts (cs 206) were displayed for a length of time the reporter did not specify. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions."

Manufacturer narrative:
The complete incident description was inadvertently omitted from the initial submission. It should read as follows: "on (B)(6) 2016 the reporter contacted animas, alleging a cgm (dex 006) issue. It was reported that the transmitter out of range alerts (cs 206) were displayed for a length of time the reporter did not specify . There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and failing to react to any potential bg excursions."